Event description:
It was reported that additional information was received indicating that this lead was explanted. Previously, this implantable lead was involved in an infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)